Event description:
While attempting to use the mynx device, staff did report mechanical failure of the device with compromise of the device's structural integrity. The device reportedly failed to deploy collagen to the vascular access site. After discovery of device failure, manual pressure was applied to access site. Patient did experience extravasation/hematoma requiring placement of covered stent at site of extravasation.